Event description:
It was reported that during a scheduled revision surgery to extend the construct, the mesa parallel rod connector was observed to be "loose." The device was removed and replaced with another connector. Upon explantation, the "nuts" were found to be "deformed." No adverse consequences to the patient were reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The device was not routed to post market surveillance and was therefore unavailable for evaluation. It is suggested that the set screws may have been subjected to torsional overload. A torque limiting handle is included in the set to prevent torsional overload during final tightening. However, as the device was not available, we were unable to determine the precise circumstances of the failure. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated. H3 other text : device was not returned.

Event description:
It was reported that during a scheduled revision surgery to extend the construct, the mesa parallel rod connector was observed to be "loose." The device was removed and replaced with another connector. Upon explantation, the "nuts" were found to be "deformed." No adverse consequences to the patient were reported.